Event description:
A facility reported that after implantation of a hakim valve (ID 823164) during procedure, cerebrospinal fluid (csf) did not flow out. The valve was replaced, and the flow occurred without any issues after the replacement. The event happened before implantation site closure, no patient injury reported; however, the event led to 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823164) was returned for evaluation. Device history record (DHR) - the product code 82-3164 with lot 7204544, conformed to the specifications when released to stock. Failure analysis ¿ the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; no leak was noted. The valve functions. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. However, the possible root cause for the issue reported by the customer can be due to the presence of air bubbles who can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing, as noted in the instruction for use (IFU).